Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer response. In the customer response, it was reported that the procedure was completed using a similar device and the device was inspected before use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the tip of the video system center scope connector was left inside the main unit. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.